Event description:
It was reported that the physician was attempting use a 2.75mm diameter x 18mm length endeavor resolute drug-eluting stent to treat a severely calcified lesion in the lad with 100% stenosis and moderate tortuosity. The device was prepped prior to use with no abnormalities noted. The physician sent a pre-dilation balloon and then tried to send the endeavor resolute device simultaneously, but it was reported that the stent got stuck and remained at one point near the end of the catheter. Resistance was noted while the stent was advancing towards the lesion, it was reported that the vessel was ¿totally plugged¿ and the stent couldn¿t pass through the lesion. The physician proceeded to withdraw the device and realized upon removal that the stent was deformed. No patient injury occurred and no clinical sequelae were reported please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - failure to deliver stent and stent deformation. No results available since no evaluation was performed. Patient condition affected effectiveness of the device - patient lesion morphology, severely calcified with 100% stenosis and moderate tortuosity. Evaluation conclusion: device failure / lack of effectiveness related to patient condition - patient lesion morphology, severely calcified with 100% stenosis and moderate tortuosity. Known inherent risk of procedure failure to deliver stent and stent deformation. (B)(4).